Event description:
On (B)(6) 2007, patton medical devices was notified that an I-port pt had been admitted to the hospital while wearing an I-port. Pt was admitted to the hospital as a result of high blood glucose levels (bgls) and high ketone levels. Pt bgls were measured at 490 when admitted to the hospital. The device worn when admitted to the hospital was the firs I-port applied and worn by the pt. Mother checked pt's blood glucose levels (bgls) between 6-8 times per day while wearing the device. Mother confirmed that the bgls were high every time she checked the 6-8 times the first day, but "thought they were going down and just assumed it was ok." The next day, pt's bgls were tested by an employee of the school that the pt attends. School employee noted high bgls and high ketone levels. School employee contacted a diabetic center and diabetic center recommended taking pt to the hospital. Pt was then taken to the hospital, treated, and released. Caller described cannula as "bent in an l shape" upon removal. No permanent effects to user.